Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: a review of the drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of unused devices was conducted during the investigation. The complaint device was not returned for examination; however, 11 unused devices from the same lot were returned for investigation. During the device failure analysis, the 11 unused devices were opened, and their dimensions were verified to be within manufacturer specifications. Additionally, the metal stiffener was inserted into each matched catheter, and the failure mode could not be re-created. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record and subassembly device history records, showed non-conformances; however, all non-conforming product was scrapped or reworked as appropriate prior to completion of the final lot. Two other complaints associated with lot 7987704 were reported, both for the same product and customer. Based on the provided information, no complaint device returned, and the results of our investigation, a definitive root cause could not be determined. Per the IFU, precautions state, ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ during placement, the IFU states, ¿stabilize the mac-loc catheter hub assembly with one hand and pull back on the drawstring to form the distal catheter loop configuration. While maintaining traction on the drawstring, push the locking cam lever down until a distinct ¿snap¿ is felt. The distal loop of the catheter is now locked into position. Trim off the excess drawstring.¿ this failure mode is being escalated per internal processes. We will continue to be performed for similar complaints.

Event description:
The international customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter would not deploy off of the stiffener/introducer. The guide wire was inserted to remove the problematic drain, and a new device was opened and inserted over the guide wire. The customer has confirmed that no patient adverse events occurred as a result of the product malfunction. The complaint product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation. After further review of the record, it was determined, peritoneal drainage was being performed at the time of the event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter would not deploy off of the stiffener/introducer. The guide wire was inserted to remove the problematic drain, and a new device was opened and inserted over the guide wire. The customer has confirmed that no patient adverse events occurred as a result of the product malfunction. The complaint product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.